Event description:
Procedure type: abdominal hysterectomy. According to the reporter: post-operation, a blood tumor was found on vaginal stump and an infection on the fallopian tube. A re-operation was needed. The patient is under observation. Additional information has been requested.

Manufacturer narrative:
Date of initial report sent: 11/12/2009.